Manufacturer narrative:
MFR ref no.: (B)(4). The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was damaged by baxter prior to the repair process and could not be evaluated for the reported system error 322. System error 322 was confirmed through review of the event history log. The software was upgraded to correct the issue per the approved remedial action activities. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded stated and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no pt involvement.